Event description:
Same case as MFR report #: 2134265-2012-01730, 2134265-2012-01992, 2134265-2012-01993. It was reported that following a stenting treatment procedure, the patient died. In (B)(6) 2012, he patient walked into the emergency department and after being seen by the physician, it was determined that he was having a non-stemi myocardial infarction evolving over 12 hours. He was subsequently brought to the cath lab which revealed multi-vessel disease. The patient also had renal insufficiency and underwent dialysis post his angiogram the same day. The patient was declined for CABG surgery and was evaluated by MRI for a possible pacemaker for bradycardia. At some point during his admission he chose to be placed on a "do not resuscitate" (dnr) status. Eight days later, the patient was brought back to the cath lab for a planned intervention. A temporary pacemaker and intra aortic balloon pump were placed prophylactically prior to the intervention and four ion stents were placed. The first stent was a 3.0x20mm ion stent placed in the 80% stenosed left main coronary artery to circumflex artery. The second stent was a 3.0x20mm ion stent placed in the circumflex artery. The third stent was a 3.0x24mm ion stent placed in the diagonal branch of the left anterior descending (lad) artery. The fourth stent was a 3.0x12mm ion stent placed in the ostial of the left main artery going into the lad. The intra aortic balloon pump was removed post the procedure and the temporary pace maker was left in place when the patient left the cath lab. No complications were documented as the result of the coronary interventions. The next day, the patient, went into ventricular tachycardia and because of the dnr status was not cardioverted and subsequently went into ventricular fibrillation to asystole. The patient was pronounced dead ten minutes later. No autopsy was performed.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).